Event description:
Same pt as 2134265-2008-02988. It was reported that during coronary stenting treatment procedure, there was resistance and when the stent was removed, the distal ends of the balloon were not properly wrapped, and stent damage occurred. This case was done in a highly tortuous double curved portion of the mid right coronary artery (mid rca). The doctor tried to stent the vessel with a 5 x 16 liberte stent, but the stent didn't enter the vessel from the catheter. He felt lot of resistance and on further pushing the catheter was getting disengaged from the ostium of the vessel. The physician took the stent system out and examined it, when he found that the distal ends of the balloon where not properly wrapped. Additional info received from the site indicated there was stent damage. The procedure was then completed with a different device. There was no patient complications. The pt condition is listed as unk.